Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a hardware removal due to a nonunion/ malunion of the distal femur. The patient fractured her femur on (B)(6) 2013. The fracture was treated with a titanium cannulated retrograde/antegrade femoral nail. The patient returned to the operating room for a hardware removal and correction of alignment with a 4.5 variable angle locking compression plate (va-lcp) curved condylar plate. There was no reported delay in the procedure or patient harm. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional common device name hwc. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti spiral blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.